Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the top housing broken. During the functional testing, the motor rate error was able to be duplicated. The cause of the issue was found to be the worn lead screw. The lead screw was replaced.

Event description:
It was reported that the pump showed a motor rate error. There was unknown patient involvement and unknown harm/adverse event was reported.